Event description:
The patient reported that the previously working remote monitor did not power on. After the power cord was disconnected and reconnected, the remote monitor successfully started and two remote transmissions were completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.